Event description:
The customer observed falsely elevated magnesium results on architect c16000 processing module for one 75yrs old female patient. The results provided were: sid (B)(6), initial=3.001 mmol/l /repeated=0.899 mmol/l. Laboratory reference range for magnesium= 0.70 to 1.05 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). Updated postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
During site visit by abbott field service (fsr), the architect c16000 serial number (B)(6) analyzer was inspected. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Based on the investigation, no product deficiency was identified for architect c16000 processing module serial number (B)(6).